Event description:
It was reported that high shock impedance of the lead was noted and that the ICD was not interrogatable. System revision in scheduled.

Event description:
It was reported that high shock impedance of the lead was noted and that the ICD was not interrogatable. System revision in scheduled.

Manufacturer narrative:
The ICD and lead were explanted on (B)(6) 2025. Twiddling is suspected. The ICD and the lead under complaint were returned for analysis. Rivacor 7 vr-t dx df4 promri: upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, based on the observed symptoms, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module. Due to the damage of the electrical module the device could not be interrogated and the memory content of the device was not restorable. Possible clinical complications that might lead to an external short circuit include - but are not limited to - a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. Plexa promri s dx 65/15: upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The rv shock coil was not returned. The provided x-ray confirmed the twiddler syndrome. The analysis of the lead showed a damaged insulation 11.5 cm distal to the df4 connector pin. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, the fixation helix was found fractured. The damage probably occurred due to tensile stress. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. In conclusion, the analysis of the devices did not reveal any sign of a material or manufacturing problem.